Event description:
It was reported that profile problem occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12x40x120 epic vascular stent was advanced for treatment. During the procedure, it was determined by the stent marker that the length of the stent was insufficient for the length of the lesion, therefore the size was changed. The procedure was completed by placing a new stent. No patient complications were reported.